Event description:
It was reported that the patient presented to the emergency room. A remote transmission from the nurse revealed low, out of range impedance on all channels, loss of right ventricular capture, and a battery performance alert. It was also discovered that the device exhibited premature battery depletion; the device went from early replacement indicator status to end of service in days. It was determined that the premature depletion was the cause of the event. The generator was changed. The patient was stable.

Manufacturer narrative:
Additional information: the device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.